Event description:
It was reported that a map shift was experienced while using the carto rmt system.

Manufacturer narrative:
(B) (4). Investigation of this complaint is still in progress. This report will be updated, upon completion of the investigation.